Event description:
It has been reported to philips that the system intermittently would not produce fluoroscopy. There was no reported patient or user harm. A philips field service engineer (fse) replaced the footswitch and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was completed as planned without restarting the device. The philips field service engineer (fse) inspected the system onsite and identified the problems with the system software and the wired footswitch. The system was reinstalled completely, restored backup and the operation was verified. A review of the system logfiles identified that there was problem with the wired foot release switch. Upon troubleshooting actions, fse identified that there was an issue with wired footswitch. The cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wired footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.